Manufacturer narrative:
The removed gas delivery system (gds) assembly was returned for analysis. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. A failure investigation (fi) was performed. The returned gas delivery system (gds) assembly was installed in the fi test ventilator to attempt to duplicate the reported problem. The returned gas delivery system (gds) assembly was tested, and no failures were identified.

Manufacturer narrative:
(B)(6) 2021 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator's tidal volume was reading when no patient was connected. The device was evaluate by the customer and a philips remote service engineer (rse). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer ordered and replaced the v60 flow sensor assembly. The ventilator was reported to have been repaired. No other anomalies were reported.